Event description:
The customer reported that the air duct was disturbed. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed inside the air/water tube and the j-tube (water jet channel). This report is being submitted for the malfunction found during device evaluation (foreign material inside air/water tube and j-tube).

Manufacturer narrative:
During inspection and testing, the reported issue (air duct disturbed) was not confirmed. In addition to foreign material, service found that insulation resistance value at distal end was out of specification due to a burn on the plastic distal end cover, the bending angle in up direction was out of specification due to wear of the angulation wire, the bending tube was deformed, the connecting tube was scratched, and the universal cord was scratched. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the user facility regarding the reported event (air duct was disturbed): the reported issue was observed while reprocessing the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Information provided in b3 and b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility return the device to the legal manufacturer for repair should they observe an abnormality such as leakage and damage, and further to not utilize the device in a procedure under such a condition. It is further recommended that the user facility contact olympus should there be questions or concern regarding reprocessing steps. Olympus will continue to monitor field performance for this device.